Event description:
Same case as MFR's #: 6000093-2004-01161, 6000093-2004-01162, 6000093-2004-01163. Approx 3 days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004, 4 taxus express2 drug eluting stents were initially implanted; a 3.0 x 16 mm in the circumflex, a 2.5 x 16 mm in the diagonal, a 2.75 x 32 mm in the mid-lad and a 2.75 x 16 mm in the proximal lad. No procedural complications were reported. The pt remained in-hospital, but returned to the cath lab the next day with sudden onset of chest pain and EKG changes consistent with an acute myocardial infraction. Pt was found to have thromboses of the taxus stents in the diagonal and lad. Ptca was performed with a maverick 2.5 x 15 mm and sprinter 3.0 x 15 mm balloons in the lad. Multiple inflations (at 9-14 atms for 8-11 atms) were performed in the proximal and mid-lad. A taxus express2 3.0 x 8 mm drug eluting stent was deployed in the proximal edge of the lad stent. Dilations with a sprinter 2.5 x 15 mm balloon were performed in the ostial/proximal diagonal branch at 10-11 atms for 10-13 seconds, as well. The circumflex was not thrombosed. Heparin and reopro were administered during this intervention. The pt returned 5 days later and again was found to have thrombosis of the lad and diagonal. Angioplasty was performed with good result, however, the pt was taken for CABG the next day and is reported to be doing well.